Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset due to a depleted battery. It was noted that the device was implanted for greater than its expected longevity. The icm remains in use. No patient complications have been reported as a result of this event.